Event description:
The customer contacted stryker to report that both their lifepak 15 and lp1000 did not performed as expected. The customer was contacted multiple times to receive specific information concerning the reported issue, however no response has been received from the customer. For this reason stryker is unable to specify the devices as well as their reported issues, nor can stryker provide any patient information. As the only device with serial number is the lifepak 15 of the customer, this report has been written in regards to that device. Stryker will keep following-up with the customer to receive event information. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The device nor further information has been provided by the customer. Therefore device evaluation and complaint investigation are unable to be performed at this time. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that both their lifepak 15 and lp1000 did not performed as expected. The customer was contacted multiple times to receive specific information concerning the reported issue, however no response has been received from the customer. For this reason stryker is unable to specify the devices as well as their reported issues, nor can stryker provide any patient information. As the only device with serial number is the lifepak 15 of the customer, this report has been written in regards to that device. Stryker will keep following-up with the customer to receive event information. There was no report of patient harm associated with the reported event.